Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that capture anomaly and high pacing threshold were observed. The lead was explanted and replaced when repositioning was unsuccessful.